Event description:
Edwards received information that a 25mm mitral pericardial valve, implanted three (3) years, nine (9) months was explanted due to dehiscence and replaced by a pericardial 27mm mitral valve. There was no report of adverse effects to the patient. Further follow up indicates the physician does not believe the device caused or contributed to the reported dehiscence.

Manufacturer narrative:
Evaluation summary: minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at the stent outflow. What appeared to be vegetation was observed on the outflow aspect of leaflet 2. Vegetation restricted mobility in leaflet 2 and could have led to stenosis. The x-ray demonstrated no visible calcification. Incidental findings included commissure 3 wireform distorted and commissure 3 wireform was also exposed on the outflow aspect, damages which were most likely due to explant. The customer report of dehiscence could not be confirmed. Complaint condition not confirmed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.